Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumers via a company rep regarding a patient receiving morphine (1000mcg/ml at 381.4mcg/day) via intrathecal infusion pump for non-malignant pain. It was reported that the patient came to the hcp office for a refill and it was determined that the pump was flipped, and the hcp couldn¿t fill it. The cause of the event was not determined. The patient was referred for pocket revision. The revision has been planned but not yet scheduled. Consumers also called and reported that something happened to the pump where it twisted, and they couldn¿t find the port to refill the patient¿s pump. It was also reported that the day after the missed refill the patient was in the hospital with pneumonia. It was reported that the patient started having a hard time breathing on sunday and by monday his oxygen level was low. The caller stated they didn¿t know what to do because the hcp as the hospital wasn¿t able to help with the pump. It was reported that the hcp hadn¿t done any sort of x-ray on the pump yet. It was recommended to continue working with the hcp at the hospital and to also consult the managing hcp. It was also stated that the drug patient was being given oral morphine. The issue was not resolved. The patient¿s status was alive with no injuries. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight at the time of the event was unknown. No patient symptom was reported. Regarding the patient having been in the hospital with pneumonia and if there was a device issue/patient therapy issue, etc., it was noted that there was no reported relation. The cause of the pump having been flipped was undetermined. The patient was referred for a revision which had not yet been scheduled. The flipped pump was unresolved. The information was noted as having been confirmed with the physician/account.